Event description:
It was reported that upon interrogation of a device that had been implanted the same day, the device longevity estimate was reporting 2 to 2.5 years. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.